Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event that the housing disassembled was confirmed by the technician through a visual inspection. It was found during evaluation of the battery housing that the housing was broken at the ultrasonic weld. Based on similar complaints this is consistent with a chemical attack on the plastic of the housing that occurred as a result of improper sterilization, practices including improper rinsing, or use of improper concentration of a basic disinfectant causing them to break. The device was placed in parts retention.

Event description:
It was reported that the housings disassembled, near the fixations between the handpiece. It was noticed during inspection at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the housings disassembled, near the fixations between the handpiece. It was noticed during inspection at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.